Event description:
It was reported that the continuous infusion rate: 0.3 ml/hr over 144 hours reservoir volume: 42 ml. Patient's dose is 180 mg/m2/day for 7 days in combination with radiation. We did not interrogate the pump as the plan was to complete the same daily dose and not make up the days where medication was not given. Length of infusion: 144 hours. Cstd used to fill cassette. The pump used to prime the extension tubing. Patient received 2000 mg fluorouracil pump on 6/7. On 6/10 patient complained of the pump tubing leaking and presented to emergency doctor as clinic was closed. Per notes, the patient cleaned the tubing at 9 am and by the afternoon, the tubing was leaking and not infusing. The emergency doctor turned the pump off and the patient returned to our clinic on monday (6/12) morning. It appears there is drug residue on the outside of the filter disc. We have quarantined the filter tubing with that specific lot number. On 6/12, a 24-hour pump was made for the patient with no issues - at that time the patient was assigned a new pump and filter tubing from a different lot number. A new 50 ml cassette was used but it was from the same lot number listed above.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: additional information is provided for h.2 and h.6. No product was returned. If the product is returned this complaint will be reopened for further investigation. Device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.